Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's lead was exhibiting high impedances. The physician has recommended a lead replacement. The physician plans to replace the percutaneous leads with a paddle lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial#: (B)(4), model description:linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient's lead was exhibiting high impedances. The physician has recommended a lead replacement. The physician plans to replace the percutaneous leads with a paddle lead.